Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Subsequently, the pump battery fully depleted and the pump shut off. The customer¿s blood glucose was between 180-190(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.